Event description:
It was reported by the customer that the "device software won't connect." There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician found no fault on device software. Replaced f1 and c3 on motor controller board due to no power. Lvp(large volume pump) keypad recall action completed. Based on the findings, service determined that the reported issue was due to motor control board electrical failure. Device history record: a review of the device history record showed the device had a manufacture date of 24oct2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the "device software won't connect." There was no patient involvement.